Manufacturer narrative:
The vyaire's field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm the ventilator inoperable alarm. The fsr determined the most likely cause of the reported event is the front panel assembly and ordered a replacement component. At this time, the fsr is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the touchscreen is freezing up. The issue occurred during-use; the customer reported there is no reported of patient consequence associated with the event.